Event description:
Pt had bilateral cochlear implantation with ab device in (B)(6) 2018. The left side has demonstrated a suspected version 1 failure or at least a failure and likely due to it being a version 1 of the advanced bionics ultra 3d device.